Event description:
In the fall of 1992 the patient was seen in the doctor's office and complained of a "squeeking" noise in her knee. X-rays were taken, black fluid was aspirated from the knee, and revision surgery was scheduled for 1/28/93. At the time of surgery the metal backed patellar dome was discovered tohave worn through the plastic and rubbed against the femoral component causing wear. The femoral and patella components were removed on 1/28/93. A chrome cobalt precoated femoral component and an all polyethelyne patellar component were implanted using bone cement. Also, the poly articular surface was replaced due to weardevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.